Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not being removed from the active patient list in pyxis after being automatically discharged in (B)(6). The customer explained that when outpatient records were not properly discharged by staff, (B)(6) automatically discharged them at midnight; however, these patients remain listed as active/current patients in pyxis. As a result, nursing staff must sift through numerous inactive patients to locate their actual active patients. The user inquired whether there was a way to ensure that automatically discharged patients were also removed from the pyxis patient list. However, there were no delays or adverse events or injuries reported based on this event.